Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device adhesive is too strong, therefore the sheath was unable to be rolled down.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 3 unopened clear advantage mecs. No obvious defects were noted. An adhesive peel test was performed and two samples were cut to the required width (0.70" +/- 0.05"); the adhesive peel strength was found to be within specification (0.60-2.10lbf). One sample could not be unrolled to perform the adhesive peel test due to the strength of the adhesive. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to remove: the sheath may be removed by gently rolling it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device adhesive is too strong ,therefore the sheath was unable to be rolled down.